Event description:
The customer reported to olympus that during reprocessing the evis exera iii bronchovideoscope tested positive for 3 colony forming units (cfus) of filamentous fungus. All channels of the scope were sampled. The user did not report any contamination or any other serious deterioration in state of health of any persons to which the scope could have been a contributory cause.

Manufacturer narrative:
The olympus scope was first sent to an independent laboratory for culture testing. The device evaluation is pending. The customer provided the cleaning, disinfection, and sterilization (cds) process. The customer reported there were no deviations or deficiencies or concerns in reprocessing. Pre-cleaning was performed immediately after patient procedure and water was aspirated though the instrument/suction channel with a suction pump. The forceps elevator was not moved to raised and lower three times in the water during aspiration. The device was dried with filtered compressed air and the storage method was listed as "other". There was no patient infection. The hygiene microbiological investigation report indicated the channels of the scope were cultured and less than 1 ufc of viable microorganisms resulted. The results obtained comply with the target level for an endoscope subject to high level disinfection and rinsed with sterile water. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. The following defects were noted: - connecting tube --- scratch - air valve unit --- turned however, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. Olympus will continue to monitor field performance for this device.